Event description:
It was reported that when running the occlusion test at a high setting, they are getting a clutch error and asked to check clutch or plunger lever error. There were no patient involvement and harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed and duplicated. The probable cause due to normal wear of the drivetrain and two sheared off set screws at the carriage. These parts were replaced, the lead screw, coupler, clutches, carriage, plunger tube, plunger left case, and plunger right case.